Manufacturer narrative:
Additional information: h6, h11. H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation nor any information was received if the machine was inspected on site by qualified technician; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultrafiltration event occurred during hemodialysis therapy with an ak 98 machine. The machine display screen went black 2 hours and 10 minutes after the start of treatment and the device "could not operate normally". The machine was restarted and the patient complained of discomfort, so treatment was discontinued. The patient was weighed and 3.1l of fluid had been removed during therapy, although the set fluid removal was 2.7l in 4 hours. The patient was reconnected and 200ml of normal saline was infused. Therapy was completed with no further discomfort reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.